Event description:
It was reported that the uss 2 poly screws on multiple levels, were placed in the lumbar spine during uss 2 poly degenerative case performed on (B)(6) 2025. The heads were clicked on the screws and locked, all heads were checked properly for correct seating and fixation. Postoperatively, during a routine x-ray checkup performed on (B)(6) 2026, the surgeon noticed a uss2poly head had popped off the screw shaft. This required a re-operation in order to restore the initial fixation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.